Event description:
Information received by medtronic indicated that the customer received under delivery alert with cybersecurity allegation . No harm requiring medical intervention was reported. Troubleshooting was performed but issues were unresolved, customer will discontinue to use the device. The pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per (B)(6) - prin software engineer: analysis: per pump history recorded on january 13, 2023 (system time), the following cl1 glucose correction plus food boluses were programmed and delivered: (please see attached for the data from the pump history). Per the daily totals history event, there were 11 meal wizard food plus correction boluses that were delivered for a total amount of 4.85 u: (please see attached for the data from the pump history). In a similar fashion, I was able to confirm that the cl1 glucose correction plus food boluses that were programmed on january 14, 15, 16, and 17 were delivered as well. Below are the daily total events for each day. On (B)(6) 2023, there were 11 meal wizard food plus correction boluses that were delivered for a total amount of 6.05 u: (please see attached for the data from the pump history). On (B)(6) 2023, there were 6 meal wizard food plus correction boluses that were delivered for a total amount of 3.825 u: (please see attached for the data from the pump history). On (B)(6) 2023, there were 8 meal wizard food plus correction boluses that were delivered for a total amount of 4.9 u: (please see attached for the data from the pump history). On (B)(6) 2023, there were 9 meal wizard food plus correction boluses that were delivered for a total amount of 5.35 u: (please see attached for the data from the pump history). Conclusion: pump performed as expected. Cl1 glucose correction plus food boluses were programmed and delivered. No cyber issue found. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 27-jan-2023 in the pump history file. (B)(6) 2023 08:43:52.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 13250 (1.325 u) bolusamountdelivered: 13250 (1.325 u) (B)(6) 2023 10:03:34.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 5250 (0.525 u) bolusamountdelivered: 5250 (0.525 u) (B)(6) 2023 12:02:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) (B)(6) 2023 12:48:04.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 2750 (0.275 u) bolusamountdelivered: 2750 (0.275 u) (B)(6) 2023 15:11:21.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 6250 (0.625 u) bolusamountdelivered: 6250 (0.625 u) (B)(6) 2023 15:32:54.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2023 16:11:54.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) (B)(6) 2023 17:11:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 3500 (0.35 u) bolusamountdelivered: 3500 (0.35 u) (B)(6) 2023 19:27:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 7500 (0.75 u) bolusamountdelivered: 7500 (0.75 u) (B)(6) 2023 21:06:40.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 6500 (0.65 u) bolusamountdelivered: 6500 (0.65 u) (B)(6) 2023 22:03:36.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 9250 (0.925 u) bolusamountdelivered: 9250 (0.925 u) no auto suspend alarm or user suspended alarm noted on the event date 27-jan-2023 in the pump history file. There were no unexpected pump errors/alarms noted 1 week prior to the event date 27-jan-2023 in the formatted history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Cybersecurity - hacking allegation not confirmed. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.